Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 2017865-2019-05447. It was reported that the atrial lead exhibited inappropriate auto mode switch episodes due to noise. The during the device upgrade procedure, the atrial lead exhibited insulation abrasion. The lead was capped and replaced on (B)(6) 2019. Right ventricular lead exhibited insulation damage. The lead was repaired to cover the insulation cut. The lead was tested and the results were stable. The procedure was completed without any complications. The patient was in a stable condition before, during and after the procedure.